Manufacturer narrative:
According to instructions for use (IFU), complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis, and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, stroke, infection, and/or death. Vascular complications, including arterial thrombosis, are a potential adverse event associated with the transfemoral aortic valve replacement procedure. As a defense mechanism, the body treats devices introduced into the vasculature as foreign objects. Anti-coagulation therapy is closely monitored during these procedures. Protamine is often given to reverse the anti-coagulation effects of heparin post tavr. In this case, it was perceived that reversing the heparin prior to the removal of the esheath contributed to the clot formation in the femoral artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2014-02026.

Event description:
Post successful tavr, the expandable sheath (esheath) was removed and an angiogram showed no flow in the left leg. Thrombus was noted from the external iliac to the femoral artery. Clot aspiration and balloon angioplasty were performed and good flow was restored. At the end of the procedure, the patient was transferred in stable condition. The access vessel minimum luminal diameter (mld) was 6.2mm with no appreciable calcification or tortuosity noted. It was perceived that reversing the heparin prior to the removal of the esheath likely contributed to this event.